Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had started all over with urinating more and that they were not sure what device quit working. Patient mentioned they had a fall in the shower the saturday prior to the report and since then didn't work. Patient was walked through how to sync with patient programmer and given a walk through on programmer buttons. Patient was advised to follow up with healthcare professional (hcp). No further complications were reported.